Event description:
The uretero-reno videoscope was returned to the service center with a broken cord. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the adhesive was chipped and was found to be most likely due to stress led to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.